Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient had a loss of stimulation, in the past when they would increase they would feel the stimulation. Patient has tried to connect the programmer to the ins to make it higher and has increased to the highest level and doesn't feel anything. The issue started probably over six months ago. Patient went to doctor to get x-rays, but never got the results back because of covid.